Manufacturer narrative:
The investigation for the introducer damage has been completed. The pump nor the introducer were returned for evaluation. Per clinical details, the introducer damage event occurred during insertion. No problem was reported with impella pump, so the complaint product will be 14 fr introducer sheath. There was no issue found with the pump as reported failure was for introducer damage. The cause of the introducer damage issue was most likely a kink due to interaction with another device during support. The instructions for use for the impella cp with smartassist system states the following: section: warnings & cautions: cautions. ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ added- d10 endovascular aneurysm repair (evar)

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during an impella cp implant, the 14x25 cm sheath kinked at evar site. The sheath was removed and a 18 f sheath took placed. The impella was implanted successfully